Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer fell on the insulin pump. The side that holds the battery and infusion set was broken. They would not hold the battery or infusion set. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They could still read the insulin pump¿s screen and it was working as designed. However, the caller stated that the insulin pump had too much damage. The device will be replaced and returned for analysis.